Manufacturer narrative:
Manufacturer's report date: 05/25/2011. (B)(4). The pump was received for evaluation and the cause of the failure was attributed to a faulty battery pack, which went fully depleted and failed to retain any charge. At the time of the incident, the pump was being operated on ac main power. It is likely that there was an interruption which disconnected the ac power from the pump, causing the device to power off, as the battery was unable to supply the back-up power required. This resulted in all of the infusion parameters being lost.

Event description:
The user reported that during an infusion, the pump suddenly turned off and all data was erased. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information was provided.